Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 2mm long tear starting 1mm distal from the distal marker band.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was unable to cross the lesion and had torn at the same time due to the calcific lesion. The device was removed and another 3.50mm x 8mm nc emerge balloon catheter was advanced, but had the same issue. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was unable to cross the lesion and had torn at the same time due to the calcific lesion. The device was removed and another 3.50mm x 8mm nc emerge balloon catheter was advanced, but had the same issue. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.